Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that there was evidence of plaque shifting at the distal edge of the stent implanted on the mid lad requiring another unplanned stent implantation (xience 12 x 2.75 mm) followed by distal edge dissection corrected with a third stent implant (xience 8 x 2.75 mm). No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Although the pt effect of plaque shift is not specially addressed in the product risk assessment matrix or in the device instructions for use; however, occlusion is addressed. Occlusion is any blockage in the vessel obstructing blood flow including a shift in the diseased lesions plaque. There was no report of any device malfunction at the time of the stent implants. In this case, there is no indication of a product quality issue; however, a conclusive root cause for the reported pt effects, and the relationship to the device, if any, cannot be determined.